Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Failed constrained liner. Revision hip surgery.

Manufacturer narrative:
An event regarding revision involving a trident 0 deg constrained insert 28f was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided.

Event description:
Failed constrained liner. Revision hip surgery.